Manufacturer narrative:
One foresight sensor size large without attached liner was returned for evaluation. There was no visible damage observed from the sensor. There was no visible damage or contamination noticed from the connector area. The reported issue of high values was not able to be confirmed. The sensor monitored sto2 on a hemosphere monitor without any error messages. Both the sto2 and signal quality index (sqi) values were stable. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. A device history record review was unable to be completed as the lot number is unknown. The lot number for this device was not provided and is unknown, therefore, the full UDI number is not available. The primary device identifier (di) number was provided with report ID: (B)(4). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the obviously high reading of above 90 was displayed soon after applying a set of foresight sensors on the patient's head. The sensors were replaced, and the measurement was stable at around 65. There was no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.